Manufacturer narrative:
Units button response function properly. No button error alarms noted. However found trace of moisture damage on the keypad trace. No scroll bar/ramping numbers without button press noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was performed. The device was returned for analysis.